Event description:
Pt was on total parenteral nutrition. In the past had problems with central catheters clotting off. The catheter developed problems suggesting possible thrombus. Two doses of tpa given to dissolve suspected clot, per md and vascular access coordinator recommendation. Did not resolve the problem completely. Still unable to draw blood from catheter. One day later in the late evening, blisters noted on pt's left thigh near insertion of catheter. Infusion stopped. Surrounding tissue treated for extravasation. Decision made to surgically remove the catheter the following day. In the operating room, an x-ray of the chest and abdomen revealed a segment of the catheter now located in the pt's heart. Cardiologist confirmed this finding with echocardiogram. Lower segment of catheter removed. The rest of catheter to be removed during a cardiac cath procedure later today, two days after blisters noted on pt's thigh.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.